Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture and dissection). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprosthesis as well as non-gore manufactured endoprosthesis. After the non-gore manufactured endoprosthesis was deployed, a 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/16338158) was advanced from the right side. The conformable gore® tag® thoracic endoprosthesis was also successfully deployed, and the 24-fr sheath was removed from the patient. While an access site was being closed, the patient¿s blood pressure dropped. An angiography of the access vessel was run, revealing vessel rupture and dissection in the right external iliac artery. It was reported that the right external iliac artery had vessel diameters ranging from 5.9mm to 6.7mm. Three gore® excluder® aaa endoprosthesis, contralateral leg components were implanted from an existing surgical graft in the abdominal aorta to the right external iliac artery. Additionally, two bare-metal stents were deployed in bilateral legs of the surgical graft. The patient tolerated the procedure.

Manufacturer narrative:
Pre-existing medical conditions. Added the patient's medical history in this section.